Event description:
It was reported to philips that the system's e-stop button was pressed, which can impact full system boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.